Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During procedure, the left ventricular lead had inadequate capture thresholds. The lead was revised, but was failed to capture. Another lead was used. Patient was stable post procedure.